Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial femoral artery (sfa). After a 035/260 starter guide wire was advanced to the lesion, initial angioplasty was performed with a 6x100x135 mustang balloon catheter. Subsequently, a 6x60x120mm epic¿ vascular stent was deployed to treat lesion and it went fine. During removal of the stent delivery system (sds) from a non-bsc sheath, the sds came out in two parts. The physician then completely removed the sds from the patient and the stent remained implanted. Post-dilatation was performed with the same 6x100x135 mustang balloon catheter and the procedure was completed. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). The inner shaft was completely separated from the epic sds. The handle was opened up to analyze the components and the inner bond. Microscopic inspection of the handle components and inner shaft revealed that the inner shaft was appropriately bonded to the female luer. The inner shaft had 2mm of residual adhesive on the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial femoral artery (sfa). After a 035/260 starter guide wire was advanced to the lesion, initial angioplasty was performed with a 6x100x135 mustang balloon catheter. Subsequently, a 6x60x120mm epic vascular stent was deployed to treat lesion and it went fine. During removal of the stent delivery system (sds) from a non-bsc sheath, the sds came out in two parts. The physician then completely removed the sds from the patient and the stent remained implanted. Post-dilatation was performed with the same 6x100x135 mustang balloon catheter and the procedure was completed. No patient complications were reported and patient's status was fine.